Event description:
Patient was revised to address loosening of the tibial tray at the bone/cement interface. Depuy cement was used at the time of original implantation. (Right knee).

Manufacturer narrative:
This is a duplicate report of 1818910-2012-20372. This report, 1818910-2012-20297 will be rejected; 1818910-2012-20372 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results and mechanical testing results were reviewed and they are all within specification. Review of the device history records for the cement found no non-conformances on this batch. Final micro and sterility tests passed. Review of the device history records for the tibial component found two ncs associated with this lot, however, there is no correlation with the alleged failure mode. Requests for additional investigational inputs were made in accordance with (B)(4) appendix c. Territory office communicated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.